Event description:
It was reported that a patient got an infection at the implantable neurostimulator (ins) pocket site. The patient was given antibiotics, but the infection had not cleared. The patient's stimulation system was scheduled to be removed on (B)(6) 2013. Approximately one week later it was reported from the health care provider (hcp) that the patient had a baclofen drug pump, as well as their stimulation system. The stimulation system was explanted on (B)(6) 2013. It was stated that perioperative antibiotics were administered. The infection had been diagnosed on (B)(6) 2012. There was no meningitis. The patient was given duricef and then augmentin for the infection. Signs or symptoms of the infection included: swelling, drainage, pain, incisional would opening, and very minimal redness. A culture of the organism was taken from the ins pocket. The organism cultured was (B)(6). The treatments for the infection were stated as oral antibiotics and system removal. The patient's infection resolved and there was no drug withdrawal. The known risk factors before implantation were urinary tract infections, and hemiparesis. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01t7d. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).